Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the balloon was broken. The issue was discovered prior to use. There was no patient injury. A new balloon was used to complete the procedure.